Event description:
Per independent repair center statement, the (B)(4) concentrator had low o2 (yellow light). The key failure was a leaking heat exchanger. Additional malfunction was a leaking gear clamp.